Event description:
It was reported that a few days after this right ventricular (rv) lead was implanted, the patient presented to the emergency room with complaints of electrical feeling in the chest. An interrogation of the device revealed the pacing thresholds had increased over 2 mv since implant, likely due to dislodgment. Subsequently, the patient underwent a surgery where the lead was successfully repositioned. No additional adverse patient effects were reported.